Event description:
It was reported that the endoeye flex 3d deflectable videoscope displayed a 3d adjustment error (error 845, etc.) During preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.